Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant and bilateral capsular contracture of the breasts during a physical exam with a medical professional. Baker grade ratings were not provided. As a result, the patient underwent bilateral removal and replacement with 475cc mentor smooth round moderate profile saline breast implants on (B)(6) 2024. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred after the expiration date of the breast implant. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2024, mentor was notified that the patient had bilateral baker grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).